Manufacturer narrative:
Two (2) samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, leak testing, and functional testing were performed. Visual inspection revealed cosmetic defects (indentation in the cassette sheeting) but passed both functional and leak testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date was sometime (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were damaged. The type of damage could not be specified and this was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.